Manufacturer narrative:
Visual examination of the provided pictures identified the pad of the impactor was broken. Fracture analysis comparison cannot be performed as the side of the tip where the tail fractured cannot be seen. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tip of the impactor was fractured during a procedure. Additional information on the reported event is unavailable at this time.